Manufacturer narrative:
Additional information received stated that the patient had a lead revision procedure due to inadequate stimulation. The patient is reportedly doing well following the procedure.

Event description:
A report that a patient will undergo an ipg revision for reasons unknown was received.

Event description:
A report that a patient will undergo an ipg revision for reasons unknown was received.